Event description:
It was reported that during implant procedure, the high voltage lead impedance was low in all vectors and pacing lead impedance dropped. The lead was capped. Under fluoroscopy, no anomalies were found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.